Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the past couple for a couple weeks, patient(pt) has been having headaches, slurred speech and when moving the right side of body feeling sharp pains, like volts. During the call pt was feeling a little dizzy and can sometimes feel the volts in the teeth. Pt was on a boat a couple weeks ago and fell pretty hard. Pt states symptoms have been during this time frame except the slurred speech may have been a little before that time; pt is not sure. During call pt checked implanted neurostimulator with programmer and screen showed on/ok - settings , 1.75 a 1.75. Pt has been redirected to managing doctor. The settings were lowered and he was feeling much better. They were advised to see the physician. The patient called back and said he met with his hcp for reprogramming yesterday. After the appointment, they noticed his hands were shaking so he called his hcp and the hcp advised him to make adjustments. The patient called patient services for assistance with those adjustments, and after changing to the desired program (from a to b), he felt a "jolt" but returned to comfort after adjusting the stimulation down to 3.20. On program b, he noticed right away his hands are better, but his speech is a bit slurred, versus on program a, his voice is clear but his hands shake a bit. They were going to stay on program b as it feels comfortable.